Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was evaluated and was not able to duplicate issue, so the original complaint issue was not able to be confirmed. Alarm works when turned on with no flow.

Event description:
Dealer is stating that the unit has no alarm.